Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
D6b explant date was incorrect in previous reporting.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-01753. It was reported the patient experienced a lead that has pulled out of the epidural space and another lead displayed an impedance issue during a previous procedure (1627487-2021-01753). As a result, surgical intervention may occur to address the issue.